Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3888-45, lot# v936824, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-45, lot# v821908, implanted: (B)(6) 2012. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had never had therapeutic effect. The patient had never gotten any relief from the device since it was implanted. Additional information received on 2018- 07-18 from a family/friend of the patient reported that the ins was removed in 2014 due to the therapy never being effective. The cause for this was that during implant the lead was placed far off to the left and not in the correct spot. The ins was removed but the lead was left implanted. MRI compatibility guidelines were provided to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the initial reporter. They reported that the reason why the leads were not explanted at the time of the ins explant was because the doctor said it would be too dangerous however, that doctor did not elaborate on why it would be too dangerous. They did not know the reason why the lead was placed incorrectly at the time of the initial implant. The leads were completely removed on (B)(6) 2018 by a different physician. They did not know if the explanted leads would be returned for analysis. No further complications were reported or anticipated.